Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® implant 4 x 10mm (oss410) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth sites and used for approximately 8.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product.DHR review was completed for the subject lot number 2011100947. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011100947) for similar event and no other complaint was identified within the past 2 years. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4:UDI number updated to unknown. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One osseotite® implant 4 x 10mm (oss410) was returned for inspection. Inspection of the returned device notes that the implant is fractured laterally across the threads. Only the top portion of the implant was returned. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth sites and used for approximately 8.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2011100947. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011100947) for similar event and no other complaint was identified within the past 2 years. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss410). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.